Event description:
It was reported that during a prostatectomy procedure, the clips would not hold after placing. They used another like device to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Tracking # 454680-0. Date sent: 06/12/2006. A1, 2, 3, 4; b 6, 7; d11: information was not provided. D4; h4, 6: information anticipated, but unavailable at this time.